Event description:
It was reported that the patient was unable to tolerate a vns system diagnostic test and that they experienced tachycardia while under anesthesia when a system diagnostic test was performed. A system diagnostic test requires the generator to provide an output current that was higher than the patient's normal mode output current. Multiple attempts were made to obtain additional information regarding the patient's tachycardia and tolerability issues with system diagnostic tests due to stimulation provided; however, no further relevant information has been received to date.